Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when the returned associated complaint brk needle/stylet assembly was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise; a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Fast-cath transseptal guiding introducer instructions for use (IFU) states, "during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator." The cause of the skiving is consistent with not following the instructions for use.

Event description:
This report is to advise of skiving found on the dilator during analysis.